Manufacturer narrative:
The customer said that the reported product fault occurred while in use with a patient. The patient was fine and no injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is showing error code:1870. No patient involvement reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was broken. Review of the event history log showed an occurrence of error code 1870. The investigation found that the device was displaying error code 1870 and was inoperable. The investigation determined that a broken wire on the optical switch was the cause of the reported issue. The optical switch was replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication that the complaint was related to a previous service. B3: unknown; no information has been provided to date.